Event description:
It was reported that the foley catheter balloons were not deflating when nurses were attempting to remove the catheter. After deflating the balloon, when the nurse was removing the indwelling catheter, they met resistance when gently pulling from the urethra. The patient expressed that they were experiencing pain while they were pulling. They tried to pull more volume but there was no saline left in the catheter's balloon. They noticed sediment in the tubing. They attached a syringe to the balloon port of the catheter and let it passively collect any fluid that was in the balloon. When they returned 15 minutes later to check on the status, there was no volume of fluid in the syringe but the catheter was spontaneously passed out of the patient's urethra. They noticed a large amount of sediment collected around the tip of the catheter. They followed up with charge nurse and the bedside nurse. Foley catheter was deflated with 10cc syringe twice but still did not deflate all the way. Discomfort experienced by patient once catheter was removed. Patient was safely transferred, and they continued to be able to void freely without catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction need for accurate urine output measurements use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end of life care proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloons were not deflating when nurses were attempting to remove the catheter. After deflating the balloon, when the nurse was removing the indwelling catheter, they met resistance when gently pulling from the urethra. The patient expressed that they were experiencing pain while they were pulling. They tried to pull more volume but there was no saline left in the catheter's balloon. They noticed sediment in the tubing. They attached a syringe to the balloon port of the catheter and let it passively collect any fluid that was in the balloon. When they returned 15 minutes later to check on the status, there was no volume of fluid in the syringe but the catheter was spontaneously passed out of the patient's urethra. They noticed a large amount of sediment collected around the tip of the catheter. They followed up with charge nurse and the bedside nurse. Foley catheter was deflated with 10cc syringe twice but still did not deflate all the way. Discomfort experienced by patient once catheter was removed. Patient was safely transferred, and they continued to be able to void freely without catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.